Event description:
It was reported that during a ptca/stent procedure, a stent was successfully implanted in the distal circumflex artery. Toward the end of the procedure, a distal coronary perforation was indentified, which resulted in the pt developing cardiac tamponade with electro-mechanical dissociation cardiac arrest. Pericardiocentesis was performed and the pt was hemodynamically stabilized; however, bleeding from the distal artery required emergent surgical intervention.